Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for low blood glucose levels. The blood glucose levels were not reported. Prior to the hospitalization, the customer stated she was priming a new infusion set, then connected it to her body. The customer stated that the insulin pump gave a low reservoir alarm shortly after. The customer changed the reservoir again and the same thing happened. The customer stated that the entire amount of insulin from both reservoirs was delivered while she was connected. The displacement test was performed and the insulin pump passed the test.